Event description:
It was reported that the left ventricular (lv) lead exhibited an increase to a high threshold value in a lv tip to lv ring pacing configuration. The lead was reprogrammed to lv ring to lv tip and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.